Manufacturer narrative:
(B)(4).

Event description:
A questionnaire was received by the surgeon indicating the intraocular lens (iol) implant was one diopter difference in power and was exchanged five weeks following the initial implant procedure. The surgeon also indicated there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had persistent myopia which caused blurred vision. The lens was exchanged one week after initial implantation for a same model lens of one half diopter different power. Additional information was requested.